Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with the following pre-op diagnosis: cervical stenosis, c3 to c7. The patient underwent the following procedures: anterior cervical decompression and fusion with allograft, interbody spacers at c3-c4, c4-c5, c5-c6, c6-c7, titanium plate fixation, c3 to c7. As per operative notes, ¿c6-c7 endplate was incised, removal of disc material and osteophytes was performed bilaterally, posterior to longitudinal ligament, followed by placement of a 7 mm lordotic allograft spacer packed with rhbmp-2/acs. In a similar fashion at c5-c6, c4-c5 and c3-c4 same procedure as mentioned above was being performed.¿ no intra-operative complications were reported. (B)(6) 2011: the patient was discharged from the facility.